Manufacturer narrative:
The information described in this report was collected by the society of vascular surgery patient safety organization for the vascular quality initiative (vqi). Vqi data is double blinded, and is not managed, maintained or supervised by gore or any representative of gore. No additional information related to this event will be made available to gore by the vqi. Therefore, further investigation is not possible.

Event description:
It was reported to gore via the vascular quality initiative (vqi) that on an unknown date in 2014, a patient underwent urgent endovascular treatment of an symptomatic acute dissection extending from zones 2 to 11. The tevar indication was pain and refractory hypertension. A conformable gore® tag® thoracic endoprosthesis (tgu373720) was implanted within zone 2 and extended distally to zone 5. It was reported that during the procedure, there was extension of the dissection both antegrade and retrograde. The primary entry tear was located in zone 3 and was covered. At this time the patient also underwent branch treatment of the left subclavian artery (lsa), celiac artery (ca), superior mesenteric artery (sma), the right and left renal arteries (rra/lra) and the right and left common iliac arteries (rcia/lcia). Post treatment of the branch vessels reported all were patent, with exception to the left subclavian artery which was intentionally covered and occluded. The patient tolerated the procedure and was transferred to the intensive care unit and was reported to have experienced a new onset of congestive heart failure (chf). On an unknown date, approximately pod 10, the patient was discharged to home. On an unknown date, approximately pod 28, the patient was readmitted for treatment of left arm ischemia emboli and organ ischemia reported to be related to the dissection or treatment; and required surgical rx treatment. Additionally, malperfusion of the lsa was reported and surgical bypass of the left carotid to lsa was performed. Patency of the lsa was reported post treatment. The patient tolerated the procedure.